Event description:
"Called alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.2; lab: 1.64. Date: (B)(6) 2010; inratio: 1.1; lab: 1.73. Tech support spoke with the rn who trained the pt. She confirmed that there was no problem getting sample and adding it to the strip. Pt had no change in diet or medication. Pt has no history of anemia or cancer and is not taking heparin or lovenox.

Manufacturer narrative:
Investigation pending.